Manufacturer narrative:
(B)(4).

Event description:
It was reported that post paced t wave oversensing was observed via the review of an electrogram. The patient was asymptomatic. No intervention was performed.